Event description:
Patient complained of burning sensation on buttocks after sitting on commode. Developed red marks with blisters in shape of commode seat on buttocks. Upon investigating the cause, it was determined that the commode may have been cleaned with a disinfectant cleaner, clini-tech ii wipe. The cleaner container is a circular plastic tub where one can flip open the cap and pull out a wipe, one at a time. It is similar to the ones used to contain diaper wipes. It is unknown if the cleaner was wet or had been allowed to air-dry, as stated in the directions, and it was a reaction to the dried cleaner.follow-up reveals that the commode which was cleaned with the product was a portable bedside commode. The blisters resemble 1st and 2nd degree burns.